Event description:
It was reported that during a moderately tortuous, mildly calcified, 75% stenosed, distal right coronary artery procedure, during deployment of another non-abbott stent a dissection occurred, then the 3.5 x 18 mm xience prime was used to treat the dissection however, after deployment there was resistance during removal. The 3.5 x 18 mm xience prime delivery system balloon was used a second time for post dilatation but the balloon ruptured at 2-4 atmospheres. Then another non-abbott balloon was used to complete post dilation of the xience stent however, the balloon ruptured at 8 atmospheres. There was no resistance during removal after the balloons ruptured. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon ruptures or difficult to remove the device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: launcher. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.